Manufacturer narrative:
H3, h6: no hardware parts have been received by medtronic. Codes b17, c20, and d15 are applicable to this analysis. H1: please see the system reported regulatory report submitted for this event on (B)(6) 2025, regulatory report #: 1723170-2025-01702, for the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site expressed difficulties verifying several instruments. After several minutes of troubleshooting, the instruments were successfully verified. During navigation, the site reported that the instruments would intermittently go unresponsive. By this point, the site abandoned use of the system. The medtronic representative (rep) couldnot duplicate the issue. The instruments verified and did not go unresponsive while in navigation. They aborted the use of medtronic equipment. There was a delay of less than one hour. There was no impact on the patient's outcome.